Event description:
On (B)(6) 2012, it was reported that the patient was treated in an emergency room for elevated blood glucose (bg) with emesis and ketones between (B)(6) 2012 and(B)(6) 2012. The reporter noted that the patient's bg was around 20mmol/l since (B)(6) 2012. No values during the hospitalization were made known. The reporter stated that the patient was treated in the emergency room via insulin syringe and bg decreased to 12.8mmol/l; the patient was discharged on a back up insulin pump and syringes for insulin delivery. Leading up to the emergency room treatment, the patient was said to have been diagnosed with impetigo on (B)(6) 2012 and began medication for the condition on (B)(6) 2012. The reporter stated that the patient's bg responded to insulin via syringe during that time but could not be controlled with the pump alone. At the time of the contact, the patient's bg was said to be 6.7mmol/l using injections. The reporter reviewed the pump with customer technical support (cts) and confirmed that all settings are correct. There were no recent alarms in the history. The reporter said that the infusion set was replaced 4 times between (B)(6) 2012 and (B)(6) 2012 and the devices appeared to be without damage upon removal. The prime history confirmed that the infusion set was replaced twice in two days prior to the contact. It was noted that the cartridge was changed every third day. There are no reported issues with the infusion sites or the cartridges, no air in the tubing and no difficulty priming the pump. The total daily dose history revealed consistent insulin delivery with an increase amount due to a temporary basal rate beginning on (B)(6) 2012. Although no malfunction or defect was discovered during trouble shooting, this complaint is being reported because the patient experienced elevated bg that required emergency room treatment while using the insulin pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump was returned and evaluated by product analysis on (B)(6) 2012, with the following findings. No activity outside normal use observed in the black box or download history. The user's daily insulin delivery totals were reviewed and appropriately reflect the users programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. The pump was tested on a 29 hour flow test and was found to be delivering within the required specifications. The basal and bolus delivery history was observed to be consistent prior to and during the reported hyperglycemic events. Evaluation of the pump did not reveal any defects or malfunctions. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.